Event description:
Procedure type: inguenal hernia repair. According to the reporter: as dr. (B)(6) was manipulating the piece of pro grip it tore in half. This did not result in any tissue damage or patient injury. There was no bleeding reported in excess of 500cc. Another piece of pro grip was used.

Manufacturer narrative:
(B)(4).